Event description:
It was noted a pericardial effusion (pe) occurred. During a left atrial appendage (laa) closure procedure, pre-procedural imaging confirmed no pre-existing pe. An nrg transseptal needle (nrg) was selected for use. Transesophageal echocardiogram (tee) was used for intraprocedural imaging. After femoral vein access, nrg was inserted but the physician had difficulty getting the transeptal access sheath across the septum, requiring re-wiring three times. The transseptal access sheath was exchanged for another, and the physician was able to successfully perform transseptal puncture (tsp) using nrg in a mid/posterior location. The protrack guidewire was inserted in the left atrium (la) and a watchman access system (was) was advanced. A 6 french pigtail catheter was advanced. The patient experienced atrial flutter. With the pigtail catheter in place, the physician cardioverted the patient. A 27mm watchman flx delivery system and closure device (wds) was advanced, deployed once, and implanted after meeting release criteria. A post implant tee sweep was performed and there was no indication of pe. The procedure was concluded. At the patients two (2) hour follow up, there was no indication of pe and plavix and aspirin medications were given. At four (4) hours prior to discharge, the patient was assessed, and hypotension and a small posterior pe was noted. A pericardiocentesis was performed where 300cc of dark red fluid was drained and manually re-infused back into the patient. The patient remained stable throughout and was discharged home two days post index procedure. It was further reported that the patient also experienced cardiac tamponade during the pe event.

Manufacturer narrative:
B5: information added. H6 patient code added: cardiac tamponade.

Event description:
It was noted a pericardial effusion (pe) occurred. During a left atrial appendage (laa) closure procedure, pre-procedural imaging confirmed no pre-existing pe. An nrg transseptal needle (nrg) was selected for use. Transesophageal echocardiogram (tee) was used for intraprocedural imaging. After femoral vein access, nrg was inserted but the physician had difficulty getting the transeptal access sheath across the septum, requiring re-wiring three times. The transseptal access sheath was exchanged for another, and the physician was able to successfully perform transseptal puncture (tsp) using nrg in a mid/posterior location. The protrack guidewire was inserted in the left atrium (la) and a watchman access system (was) was advanced. A 6 french pigtail catheter was advanced. The patient experienced atrial flutter. With the pigtail catheter in place, the physician cardioverted the patient. A 27mm watchman flx delivery system and closure device (wds) was advanced, deployed once, and implanted after meeting release criteria. A post implant tee sweep was performed and there was no indication of pe. The procedure was concluded. At the patients two (2) hour follow up, there was no indication of pe and plavix and aspirin medications were given. At four (4) hours prior to discharge, the patient was assessed, and hypotension and a small posterior pe was noted. A pericardiocentesis was performed where 300cc of dark red fluid was drained and manually re-infused back into the patient. The patient remained stable throughout and was discharged home two days post index procedure.